Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one lutonix 018 dcb device was returned for evaluation. During microscopic examination, a longitudinal rupture was noted throughout the balloon. Due to the condition of the returned device no functional testing was performed.therefore, the investigation is inconclusive for the reported failure to advance as the conditions of use could not be replicated in the laboratory. However, the investigation is confirmed for the identified balloon rupture as longitudinal rupture was noted throughout the balloon.a definitive root cause for the reported failure to advance and identified balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via right femoral access, the drug-coated balloon allegedly did not cross the lesion to the intended treatment site in an open vessel. The procedure was completed using another device. There was no reported patient injury.